Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for lot# 13c23c0673 in regard to a "hole in the blue tip". Without the sample returned, it cannot be confirmed if the failure mode of this complaint is the same as/relevant to the non-conformance identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported "the white cap on cvl line snapped off (snagged on gown and fell off)". The line was clamped and alcohol cap secured on end. A PICC line was placed and the cvc was removed. No patient harm or injury. The patient's condition is reported as "stable (no longer in ICU)".

Event description:
Customer reported "the white cap on cvl line snapped off (snagged on gown and fell off)". The line was clamped and alcohol cap secured on end. A PICC line was placed and the cvc was removed. No patient harm or injury. The patient's condition is reported as "stable (no longer in ICU)".

Manufacturer narrative:
(B)(4).